Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was selected to be used. While the physician was positioning the was in the laa of the patient it was noted that there was a pericardial effusion. The physician drained 4 liters of blood from the patient. The patient needed blood transfusions, but did not receive new blood in time. The patient died as a result of this event.